Event description:
Complainant alleged that during trianing by a faility staff member the device powered up without dispay. Complainant indicated that there was no patient involved in the reported malfunction.